Manufacturer narrative:
The reported event of high capture threshold was not confirmed by analysis. Final analysis found no anomalies except for damages consistent with procedural damage.

Event description:
It was reported the patient¿s right atrial (ra) lead exhibited high capture thresholds. It was noted the thresholds had been gradually increasing since implant. The physician opted to explant and replace the lead on (B)(6) 2021. The patient was stable before, during, and after the procedure. No patient complications during the procedure.